Manufacturer narrative:
(B)(4). The patient, who was traveling in (B)(6) when the initial event occurred, returned back home to the (B)(6) where a revision procedure was performed. The non-boston scientific lead was explanted and successfully replaced. This crt-d remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) went to the emergency room after receiving several shocks. Interrogation of the device revealed that there was noise on the right ventricular channel that was resulting in oversensing and subsequent inappropriate anti-tachycardia pacing (atp) and shocks. Data was sent to boston scientific technical services (ts) for further evaluation. A ts consultant reviewed the data and confirmed that oversensing of noise on the rv channel was causing the inappropriate therapy until therapy exhaustion; however, it has not affected pacing as this patient has a normal intrinsic sinus rhythm. The lead measurements were in range and have remained stable. The ts consultant discussed that this could be a possible lead issue but further evaluation should be performed to help determine the cause. Additional troubleshooting was provided to evaluate the integrity of the system. No adverse patient effects were reported. The leads implanted with this crt-d are non-boston scientific products.

Manufacturer narrative:
(B)(4). At this time, the crt-d remains implanted and in service. Once any additional information becomes available, this report will be updated.

Event description:
.